Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. A revision procedure was therefore performed and the lead was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried bodily fluid in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The lead did not pass continuity testing. Detailed microscopic analysis and x-rays of the lead revealed a conductor coil fracture between 256 and 259 millimeters (mm) from the terminal pin. All filars of the conductor coil were fractured. The conductors in and around the area were deformed. The inner silicone insulation in this area was torn. The outer polyurethane insulation appeared deformed. It was concluded that due to the type of damage noted, this was likely caused by entrapment in the clavicle first rib region.